Manufacturer narrative:
Reported events are addressed in device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
Per follow-up, previously reported event of lymphoma was in reference to subsequent device and will be reported in MFR # 9617229-2017-00114. Physician reports "puncture aspiration of seroma." Device was explanted.

Manufacturer narrative:
It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist."

Event description:
Physician reported anaplastic large cell lymphoma, associated to breast implant. As required cytological markers for diagnosis have not been received, this event will be captured by term code lymphoma. Device was explanted.